Manufacturer narrative:
Additional information: breakdown of the 2 events of is as follows: haptic detached, plunger rod issue 2. Serial numbers of suspect products: (B)(4). All investigations were completed for these events. Out of 2 investigations, lens cut, haptic detached, stuck in cartridge was found on one and lens cut, haptic detached, stuck in cartridge, tip deformed was found on the other. In the investigation it was concluded that products met manufacturing release criteria and no product deficiency was identified. This report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. The events were related to lens damaged. There were no patient injuries reported associated to the events.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).